Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram video and photographs were submitted and reviewed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, difficulty was experienced while attempting to advance the initial procedural sheaths. Following manta deployment, an occlusion was noted. Balloon inflation was applied successfully, however, a dissection was noted. No bleeding was present, but the patient required surgical repair. Dissections are a common large-bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The root cause of the occlusive dissection is likely from the dissection flap causing the manta toggle to adhere to it creating a blockage. As noted, a 23mm valve was used with a 16f sheath which is not a proper use of the component. The suggested recommendation for that size valve is a 14f sheath. The use of the larger sheath could also be a factor in the initial insertion difficulty and could also be a factor in creating dissections within the vessel. However, due to insufficient information, it cannot be completely determined. The IFU was reviewed and confirmed to list: the safety and effectiveness of the manta device have not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
Device will not return for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: rfa vessel size was 6.4. Depth was 5.5+1. Act 307. Protamine given. Tavr valve through 16fr sheath. Sheath was very difficult to advance, possibly contributing to vessel trauma. No bleeding noted. Sheath swapped for manta 18fr sheath. Manta deployed. Occlusion noted after deployment. Wire positioned past manta and flow noted. Balloon angioplasty performed and vessel opened, but dissection noted. No extravasation noted, but patient going to surgery for repair.